Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd bactec¿ plus aerobic/f culture vials (plastic) false positive results were obtained. Confirmatory testing was performed using biofire and gram staining. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: was biofire result dual positive? No, only candida tropicalis was detected what organisms grew? No organisms isolated in culture what was seen in the gram stain? No organisms seen on gram stain. It was reported by the customer that there is dna contamination when testing with bactec vials. Call activity comment: customer problem: customer reports dna contamination when testing with bactec vials. Customer reports dna contamination when testing with bactec vials.

Manufacturer narrative:
H6: investigation summary customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification bdic/bcid2 panels. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. H3 other text : see h10

Event description:
It was reported while testing with bd bactec¿ plus aerobic/f culture vials (plastic) false positive results were obtained. Confirmatory testing was performed using biofire and gram staining. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: was biofire result dual positive? No, only candida tropicalis was detected what organisms grew? No organisms isolated in culture what was seen in the gram stain? No organisms seen on gram stain it was reported by the customer that there is dna contamination when testing with bactec vials. Call activity comment: ¿ customer problem: customer reports dna contamination when testing with bactec vials. Customer reports dna contamination when testing with bactec vials.